Manufacturer narrative:
The recipient reportedly continues to experience an infection at the incision site.

Manufacturer narrative:
The recipient's device was explanted. The recipient's device reportedly appeared to have migrated putting tension on the skin causing wound breakdown and infection. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved.

Manufacturer narrative:
UDI number: na

Event description:
The company was informed that the recipient is experiencing a wound at the incision site. The recipient is reportedly experiencing head piece retention issues. The recipient continues to be monitored.

Manufacturer narrative:
The recipient reportedly experienced infection and drainage at the incision site. Tetracycline antibiotics were prescribed (B)(6) 2015 for thirty days. The recipient was hospitalized on (B)(6) 2015. The recipient is doing better with minimal granulated tissue present and no significant drainage.